Manufacturer narrative:
The ventilator was investigated on-site by field service engineer. The ventilator failed the flow transducer test during pre-use check. The o2 gas module was found defective. The conclusion was that the reported failure in the flow transducer test was due to defective o2 gas module. The o2 gas module was replaced. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).